Manufacturer narrative:
(B)(4). Date sent: 04/21/2025. D4: batch #315d48. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, the jaws and trigger in the close position and with gst60w reload loaded on the device. The reload was received fully fired. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 315d48, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure, it was observed that the device did not work. There was no patient consequence nor surgical delay reported. Additional information requested.